Event description:
According to the reporter, when squeezing the wing nut, it was hard. When fired, staples were not placed. Performed another anastomosis, and procedure was completed. No bleeding. No damage to a pt. Procedure: lar double staple.